Event description:
Description of event according to initial reporter: a 81 year old female patient underwent 1 debranch tevar. The ascending aorta had been replaced, and the brachiocephalic artery with reconstruction of the left common carotid artery. The aorta's tortuosity was not strong. Since the access blood vessel diameter was about 6.0mm, the tip would interfere with the aortic valve, but considering the access blood vessel diameter, the user decided to treat with zenith alpha, which has a thin delivery system. Although the access vessel diameter was smaller than that of the delivery system, zenith's sheath was evaluated and it was used. Zta-p-32-201-w1 was inserted from the right femoral and the stent graft was placed in zone 2 as planned. But proximal type I endoleak ((B)(4)) was confirmed by confirmation angiography. Alpha extension has a proximal graft end that is not straight, so the rep consulted with a doctor and selected txd extension esbe-34-77-t-pf-d to treat the endoleak. The user inserted the esbe-34-77-t-pf-d to place the extension in the same proximal level of the zta-p-32-201-w1, but the delivery system tip would not pass ((B)(4)) the tortuous part of the aorta arch. He removed the delivery system and found that the time of delivery, the distal end of the placed stent graft(zta-p-32-201-w1) migrated proximally ((B)(4)) a little (less than 1cm) as it was pulled into an aneurysm, but distal type I endoleak was not confirmed in the contrast image, and only proximal type I endoleak remained ((B)(4)). To treat proximal type I endoleak, the user selected zta-p-34-161-w1 which has a curved shape in the delivery system to pass the tortuous part in the aorta arch and inserted the delivery system. He felt resistance but it could pass the tortuous part in the aorta arch and the stent graft was placed at the target site. However the distal end of the placed stent graft (zta-p-32-201-w1) migrated proximally ((B)(4)) approx 1cm again. He confirmed proximal type I endoleak was gone, but found distal type I endoleak at the migrated distal end of zta-p-32-201-w1 ((B)(4)). He considered the cost of the devices since 3 stent grafts were already opened, he decided to use esbe-34-77-t-pf-d that was failed to pass the tortuous part of the aorta arch to treat the distal type I endoleak. He could advanced the delivery system with no problem and the extension was placed at the distal side of the zta-p-32-201-w1 with approx 40mm overlap. However type iiia endoleak ((B)(4)) from the 40 mm overlap part and distal type I endoleak ((B)(4)) from the end of esbe-34-77-t-pf-d were found. To treat those endoleak, he placed zta-p-34-209-w1. He confirmed that the endoleaks were solved and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: as per reported information an 81-year-old female patient underwent thoracic endo vascular aortic repair (tevar) with debranching for treatment of an aneurysm. The ascending aorta had been replaced, and the brachiocephalic artery and the left common carotid artery were also replaced with artificial vessels. The aorta's tortuosity was not strong. After placement of a zta-p-32-201-w1 in zone 2, a proximal type 1 endoleak was attempted treated with an extension esbe-34-77-t-pf-d. However, the delivery system tip would not pass the tortuous part of the aorta arch. The customer removed the delivery system and found that at the time of delivery, the distal end of the zta-p-32-201-w1 had migrated proximally a little (less than 1cm) as it was pulled into an aneurysm, but distal type I endoleak was not confirmed in the contrast image, and only proximal type I endoleak remained. To treat proximal type I endoleak, the user inserted a zta-p-34-161-w1 (complaint device, e4256611). The customer felt resistance but it could pass the tortuous part in the aorta arch and the stent graft was placed at the target site. However, the distal end of the zta-p-32-201-w1 migrated proximally approx 1cm again. The proximal type I endoleak was gone, but a distal type I endoleak at the migrated distal end of zta-p-32-201-w1 was found. The user considered the cost of the 3 devices, and the esbe-34-77-t-pf-d was used again in an attempt to treat the distal type I endoleak. The esbe was placed at the distal end of the zta-p-32-201-w1. However a type iiia endoleak from the overlap and a distal type I endoleak from the end of the esbe-34-77-t-pf-d were found. To treat the endoleaks, the customer placed a zta-p-34-209-w1. The endoleaks were confirmed resolved and the procedure completed. It is reported that the patient did not experience any adverse effects due to this occurrence. This complaint will address the zta-p-34-161-w1 related advancement difficulties followed by endoleak at the distal end of the previously placed zta-p stent graft. Additional information provided that the suspected cause of the distal type 1 endoleak related to the zta-p-32-201-w1, was that the delivery system of zta-p-34-161-w1 pushed the distal end of the zta-p-32-201-w further after esbe-34-77-t-pf-d pushed up. This complaint is related to prs 368685 (ref# 3002808486-2022-00885), 368688, 368689 and 368690, opened to cover other events described in the reported information. Review of relevant parts of the device history record did not indicate that the complaint device was manufactured outside of specifications. The complaint is confirmed based on the reported information. No imaging was provided to aid in the investigation to demonstrate advancement of the device or the dimensions, angulation or morphology of the access route or landing zone, and it has not been possible to establish an exact cause for the advancement difficulties. Based on the above observations and the assessment that the reported information did not suggest any defects of the complaint device, the resistance is assessed most likely due to described tortuous anatomy, and subsequent interaction with the prior implanted device. The report noted that the customer felt resistance but that the device could pass the tortuous part in the aorta arch. With regards to this, the instructions for use (IFU) for this type of device notes: ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels¿. It is assessed that the displacement of the previously placed graft was potentially related to unintended use-error, as the complaint device was advanced although resistance was experienced. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.